Manufacturer narrative:
The axium prime coil has not been returned for evaluation; product analysis cannot be performed. The device was not returned; therefore, the reported event could not be confirmed. The cause of the event cannot be conclusively determined from the provided information. Related mdrs for this event: 2029214-2018-00704. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during coiling treatment of a small cerebral aneurysm, this coil would not detach with an instant detacher or using manual detachment method (breaking hypotube method; an alternative method presented in the instruction for use). Another axium prime coil would not detach with two different instant detacher. It was reported that during procedure, the physician delivered medtronic microcatheter and inserted the coil first axium prime coil. The physician tried to detach the coil with the instant detacher, but the coil did not detach. Manual detachment was attempted but still the coil was not detached. For that reason, the physician decided to remove the axium coil and started pulling the pushwire. Then the coil got detached when about 1 cm was pulled. The coil was implanted in the patient and pushwire was removed from the patient. Additionally, another axium prime coil was inserted, and the physician tried to detach the coil with the same instant detacher, but this coil also did not detach. New instant detacher was used but still the coil was not detached. The axium was slowly removed from the patient, and new coil from different manufacturer was used to complete the procedure. No patient injury was reported.

Manufacturer narrative:
The device was returned for evaluation and the clinical observation could not be confirmed. As received, the axium prime pushwire found that implant coil was detached and missing from the pushwire. Per the initial report, the implant coil remains in the patient. The proximal end of the pushwire was found to be broken on its proximal end with a broken release wire extending out from its broken proximal end. Additionally, the proximal tip of the pushwire containing the tack weld replacement (twr) crimps was not returned. The pushwire was found to be bent and flattened at the proximal end. Under the microscope, the coin was not found to be located against the lumen stop, the shield coil was found to be present. The proximal tip of the pushwire containing the tack weld replacement (wtr) crimps was not returned; therefore, any contributing factors from the proximal tip of the pushwire could not be assessed. The cause for the difficulty during detachment with the instant detachers could not be determined. It is unknown if the tack weld replacement (twr) crimps were successfully broken. In regards to the difficulty during detachment by the manual method, the cause for the difficulty could not be determined. It is possible that the flattened and bent pushwire may have led to reported event by immediately restricting the release wire from pulling back and prohibiting the coin from pulling back from the lumen stop. The broken release wire is possible evidence that resistance was encountered when pulling back on the release wire. It is possible that the release wire eventually pulled back during the procedure, successfully detaching the implant coil. All parts of the pushwire which could affect detachment were found to be within specifications. All coils are 100% inspected for damages and irregularities during manufacture. If information is provided in the future, a supplemental report will be issued.